Event description:
Per report from an edwards lifesciences field clinical specialist, valve malposition, moderate pvl and valve embolization into the left atrium occurred. This was an emergent, off-label transseptal valve-in-mitral annular calcification transcatheter valve replacement with an annular reduction via transcatheter edge-to-edge repair (teer) in the commissure. The first 29mm sapien 3 ultra resilia valve was deployed with 36ml (+4ml). It was felt that the valve was deployed too atrial. Moderate paravalvular leak (pvl) was observed. A second 29mm sapien 3 ultra resilia was implanted with 36ml (+4ml) to correct the pvl. This was done successfully with a reduction of the pvl to mild. The procedure was completed without complications and the patient went to the ICU intubated. Two hours later, the patient became hypotensive and needed a balloon pump. It was learned that the two valves had embolized into the left atrium. A third 29mm sapien 3 ultra resilia was emergently deployed via transseptal approach with 37ml (+5ml). During deployment, the valve was deployed more atrial than desired. It was felt that the shoulders of the delivery system balloon interacted with subvalvular structures/ papillary muscle heads which drove the delivery system into the atrium. There was significant paravalvular leak. It was attempted to drive the valve into the ventricle using the delivery balloon, but this was unsuccessful. Following the deployment, ventricular fibrillation arrest occurred, and defibrillation was required. The valve was not well-seated and was migrating toward the ventricle. It was decided to secure the first two embolized sapien 3 valves to the septum with an atrial septal defect (asd) closure device to prevent them from moving in the atrium. The tmvr procedure was aborted. The patient was in metabolic acidosis, requiring a balloon pump. The patient was not a surgical candidate for any other bailout procedures. After discussion with the family, the patient was placed on comfort care. The patient subsequently passed away on post operative day 1.

Manufacturer narrative:
The device was used in off-label implantation in the native mitral position. As there are no specific IFU or training materials related to native mitral procedures, the available training materials were reviewed only for information potentially relevant to the device use. Per the instructions for use (IFU), valve malposition requiring intervention, paravalvular leak (pvl) and valve embolization are known potential adverse events associated with the transcatheter valve replacement (thv) procedure. The IFU cautions that incorrect sizing of the valve may lead to paravalvular leak, migration, or embolization. There are multiple patient and procedural factors that alone or in combination can cause or contribute to malposition, including improper positioning before deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, minimally or bulky/severely calcified leaflets, preserved ejection fraction, significant landing zone calcification, loss of pacing capture, rapid deployment, the release of stored tension during deployment, inaccurate measurement of the landing zone, a landing zone with an elliptical shape, and valve under or oversizing. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the landing zone, uneven distribution of calcium on the landing zone, bulky or severe calcification, a landing zone with an elliptical shape, and valve under or oversizing. There are multiple patient and procedural factors that alone or in combination can cause or contribute to embolization of the device, including improper positioning before deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy (in aortic position), minimally or bulky/severely calcified leaflets, preserved ejection fraction, loss of pacing capture, rapid deployment, the release of stored tension during deployment, and inaccurate measurement of the landing zone, a landing zone with an elliptical shape, and valve under or oversizing. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv (all models). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. The thv training manuals instructs the operator on proper imaging screening requirements, including the use of good quality echocardiography and/or computed tomography (CT) to appropriately measure the landing zone, assess the content and distribution of calcium, and other patient anatomical factors. Multiple imaging modalities should be considered during valve size selection. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor in the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for malposition or embolization, a balloon valvuloplasty may indicate potential balloon movement during valve deployment. In this case, there was no allegation or indication a product malfunction contributed to these adverse events. Investigation results suggest/indicate patient factors and procedural factors (off-label case of valve-in-mac with minimal mitral annulus calcification, mitral subvalvular structure causing the delivery system to move during deployment) caused or contributed to the valve malposition. In turn, the malposition itself could have been an additional factor contributing to the pvl and later embolization of the first valve. A review of edwards lifesciences risk management documentation was performed for this case. The reported events are an anticipated risk of the transcatheter heart valve procedure, additional assessment of these adverse events is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time. H3 other text : device remained implanted.

Manufacturer narrative:
This is one of three reports being submitted for this case. Please reference related manufacturer report numbers: 2015691202316455, 2015691202316453. No further action is required.